Manufacturer narrative:
Service was not dispatched for this event as the customer was not questioning instrument performance at this time. A definitive root cause for this event was not determined to date.

Event description:
The customer reported a no value/ind (indeterminant) flagged thyroid stimulating hormone (tsh) result for one patient run on the unicel dxc 600i synchron access clinical system on (B)(6) 2011. The customer subsequently performed multiple dilutions of the sample with associated retest results of ind. A valid result was ultimately generated. The customer confirmed other samples are generating expected tsh results. The instrument was indicated as performing within acceptable qc specifications. There were no erroneous results reported out of the lab and there were no reports of change to patient treatment associated with this event.